Event description:
It was reported that the pump displayed an altitude alarm 21. There was no reported impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup insulin therapy.